Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: "rupture" of a saline device; capsular contracture, baker grade iii.

Event description:
Healthcare professional reported right side ¿change in size of breasts¿, ¿textured style 468 saline filled implants¿, ¿grade iii capsular contracture¿, and ¿intracapsular rupture¿ of a saline device. The device remains implanted.

Manufacturer narrative:
Correction to g.3. Aware date of supplemental medwatch #2. Aware date should have been listed as 18jul2024.

Event description:
Healthcare professional reported right side "rupture", capsular contracture, baker grade iii and texture to smooth exchange of a saline device. The has been explanted.

Event description:
Healthcare professional reported right side ¿change in size of breasts¿, ¿textured saline filled implants¿, ¿grade iii capsular contracture¿, ¿intracapsular rupture¿ of a saline device per CT scan. Device was found to be intact at explant surgery. Additional report of "calcification and fibrosis of the capsule". The device has been explanted.

Manufacturer narrative:
The device was found to be intact, the event of deflation will no longer be reported.

Event description:
Healthcare professional reported right side "rupture", capsular contracture, baker grade iii and texture to smooth exchange of a saline device. The has been explanted.

Manufacturer narrative:
Photographic device evaluation: a review of the device through photographs noted an opening on the device, however the assessment of the opening cannot be confirmed as microscopic analysis is not possible. The event of capsular contracture could not be observed as it is a physiological complication.